Event description:
This email is regarding the stryker triathlon shapematch cutting guide. My total knee replacement was on (B)(6), 2013. The shapematch cutting guide official recall was on (B)(6), 2013. The cement between the stryker triathlon knee implant and my femur did not bond. I am schedule for a revision surgery on (B)(6), 2014. I have read my surgeon's operating notes. From the content of these notes, there is no way to know which cutting guide my surgeon used.